Manufacturer narrative:
(B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure, performed on (B)(6) 2021. According to the complainant, during the procedure, it was noticed that the guide catheter was damaged and that there was an issue releasing the stent. Another flexima plus biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure, performed on (B)(6) 2021. According to the complainant, during the procedure, it was noticed that the guide catheter was damaged and that there was an issue releasing the stent. Another flexima plus biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) center. Initial reporter city: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the stent was loaded in the delivery system. The guide catheter was kinked/bent at distal section, also it was broken at proximal section, broken end was not returned for analysis. The push catheter was kinked/bent at distal and proximal section. The suture hole was torn. The damages observed on the device could have caused issues to deploy the stent properly. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis and complainant information, the issue occurred during procedure. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the catheters, user technique when the device is removed from its package or advancing the device through the scope can kink the catheters, this condition can cause friction between the components at kinked/bent areas in the catheters, continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in guide catheter breakage, additionally suture hole torn indicates that the suture was properly placed in the device and it was submitted to tension forces resulting in tearing the suture hole. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.